Event description:
The customer stated that the insulin pump alarmed after she changed the battery. It was discovered during troubleshooting that 37 units of insulin had been delivered into the customer's body. The customer stated that her mother was taking her to the emergency room for treatment for possible low blood glucose. The blood glucose at the time of the phone call was 183 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.